Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, customer loaded cold insulin into the cartridge. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 53 mg/dl. The cause of customer's low bg level is unknown. The customer addressed low bg level with carbohydrates and glucose tablets.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.